Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the alarms. The device was received with cracked reservoir tube, reservoir tube window, and reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. The battery was changed and still was giving the alarm and also got another error alarm. The blood glucose reading was 180mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.